Event description:
Transducer was set up as per hospital procedure and primed correctly. During use the transducer set apparently ¿fell apart¿ and the sampling syringe (vamp plus) would not click back in to place. The set was discarded by the user.

Manufacturer narrative:
Device was discarded at hospital.